Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, her infusion set's tubing was detached from where it connects to the quick release. Reportedly, she had a defective tubing and it hanged at the site in the wee hours of the morning. Subsequently, she grabbed another set out of another box and didn't used the remaining four infusion sets out of the earlier box. The site was left side of patient's abdomen and the pump was located on the middle of her shorts. The infusions had been in for 8 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector (missing glue) and was noticed excess of glue where tubing was joined on the tubing connector. No further information available.